Event description:
Caller reports that since she had essure implanted in 2008, she has been experiencing excruciating pain, cramping, heavy periods and painful sex. She now has to undergo a hysterectomy and also have her fallopian tubes removed. She visited more than 3 gynecologists who were completely unknowledgeable about the adverse effects of essure. She was able to understand all her adverse effects are from essure after she joined an organization of more than 3000 women suffering from the same effects.